Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges "the anesthetist: after being used only once, it was sterilized and when it was placed in the patient it lost air, so it was removed". It was reported there was no injury to the patient. The patient condition was reported as "fine".

Event description:
Customer complaint alleges "the anesthetist: after being used only once, it was sterilized and when it was placed in the patient it lost air, so it was removed". It was reported there was no injury to the patient. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were dents on the surface of the device. The serial number of the received device is 9crabunq. It was also found that there was a cut on the inflation line. While being inflated, the cuff and inflation line were immersed in water and air bubbles were seen escaping from the cut inflation line. Based on the investigation performed, the reported complaint was confirmed. The lma reusable device is made of soft silicone rubber and any sharp object or hard edge should be avoided during handling/reprocessing. It is suspected that the inflation line was cut/punctured during handling, thus causing the failure.